Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 600mg/dl. The customer states they had consistent air bubbles in the reservoir. Troubleshoot was conducted to prime out the air bubbles. The customer declined to continue and states the issue was just with the reservoir. The customer declined to troubleshoot for the highs.